Manufacturer narrative:
No patient involvement. The power supply was exchanged and ac supply is working properly again. Device works as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator didn't show ac supply indication and we check and found there is no out put voltage 24 dc from power supply. Ventilator turn on battery power. No patient involvement.